Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that during intraocular lens (iol) implantation, the iol was damaged during delivery. The lens was left in the eye and the patient appeared to be fine. There are two medical device reports associated with this report. This is 2 of 2. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. A photo was provided. The photo showed the lens implanted in the eye. The optic appeared to have a small cracked area on the edge. A determination as to the cause of the crack cannot be determined from the photo. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. A photo was provided. The optic appeared to have a small cracked area on the edge. A determination as to the cause of the crack cannot be determined from the photo. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provide that and patient appeared to be fine. No visual issues have been reported. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).